Manufacturer narrative:
Of the 161 allegations of a malfunction, 89 pumps were returned to animas and investigated. Of the investigated pumps, 22 were found to be malfunctioning.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a ink spots issue. These reports were received from various sources. The patients associated with this allegation were (B)(6) years of age and (B)(6) pounds. Of the reported patients, 1 was female.